Manufacturer narrative:
The reagent lot number and expiration date were not provided.

Event description:
There was an allegation of questionable alt results from the cobas 8000 c702 module. One example was an initial result of 56.8 u/l, which repeated at 32.1 u/l.